Event description:
On (B)(6) 2014, the distributor contacted animas and alleged the following: the patient¿s blood glucose (bg) levels have been high for the past two days. Bg is now greater than 600mg/dl with 6.7 ketones this morning. Patient had severe vomiting last night, and was severely lethargic this morning. The patient is now playing outside without symptoms. Reporter calling to troubleshoot pump. Customer support (cs) review found the set was changed on (B)(6) 2014, the cartridge had been changed on (B)(6) 2014. There were no site issues or insulin issues. Last battery change was done by school nurse. Pump history was reviewed and revealed that the time/date were incorrectly set by the school nurse after the battery change: a.m. And p.m. Are reversed. Reporter states that the time and date have reset with the past couple battery changes. And today on this call, reporter removed the battery and the time and date showed jan 1 2007 12am. Reporter states basal rates and I:c ratios are very different for day/night and this clearly explains the cause for the high bg levels. Reporter corrected the time in the pump. Cs instructed the reporter that the pump is safe to use until the replacement pump arrives, if time/date are set correctly. Reporter has treated by giving boluses via pump, and will change the set/cartridge/site to start anew and will use a bolus to correct the bg. Also has instructions with regard to insulin amount needed because of the ketones. This complaint is being reporter because the patient experienced hyperglycemia related to the user error of not verifying the time/date setting after a battery change.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.